Event description:
A leak from the yume set was found during priming. The leak area was not identified. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is available, however the sample has not yet been received. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a leak from yume set during priming was not confirmed on the returned actual sample. There was no patient injury or medical intervention. Visual inspection, functional test and pressure test (8psi) was performed on the returned sample with no abnormality observed. Batch review was also conducted with no abnormality observed. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Information received reports the ins was changed in 2009 and afterwards the patient complained the effect was not good. It was felt the "muscular tension" was very high and several attempts at reprogramming were unsuccessful. When the physician "pressed the external ear connector, it was controlled and the impedance was lower". The problem happened again and the impedances reached >37000 ohms and muscular rigidity happened again. During revision surgery the physician found the connector was not good.